Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: on investigation, the alleged blank display issue was not duplicated. The pump powered up to a clear and legible display screen with good contrast. Review of the black box data did not find any call service alarms that could have led to a blank display issue. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, moisture was observed in the battery compartment but not inside the pump interior. No damages to the pump casing were noted.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The distributor alleged that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.